Manufacturer narrative:
A field service engineer (fse) went on site to evaluate the problem. The fse found the wash syringe leaking. The fse replaced the wash tubing, both wash syringes and the substrate syringe. Following the instrument was verified for operation and placed back in use. The most probable cause of the qc problems is related to a leaking syringe. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, quality controls, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. Replacing wash syringes and substrate syringe is recommended each 50,000 tests [or each year]. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that the aia-2000 analyzer worked fine yesterday for all quality control results but this morning they are getting both very low and high quality control (qc) results. The customer further reported replacing all the fluids but the issue remained. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for prl, fsh, and lh ii. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Corrections: describe event or problem: on (B)(6) 2016, the customer called tosoh technical support to report receiving error code 4497 (b/f table rotation motor overrun to positioning sensor) during use of the aia-2000 analyzer. The customer was able to clear this error code; however, then received error code 6102 (substrate background measurement aborted). The customer did a complete shutdown of the system to replace and prime the substrate. Upon restart of system error code 6102 was again received. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for ipth. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. Approximate age of device: 2.9 years. Device manufacture date: 01-aug-2013. (B)(4). The fse went to the customer site to evaluate the problem and found failure of the substrate heater. The heater was replaced and during replacement the substrate tip broke and required replacement. Following repair, the fse verified the instrument for operation. The most probable cause of reported problem is related to failure of the substrate heater component.